Event description:
Overdelivery reported. A pt was receiving narcan as a drip to decrease side effects of a narcotic also being delivered. The pump was set to run narcan 0.4mg in 100cc of dextrose 5% in water at 1.5ml/hr with a volume to be infused of 6cc. The mother of the pt questioned the efficacy of the narcotic about 1 1/2 hrs after the narcan was hung. It was then noted that the narcan container was nearly empty. The settings were verified by on-going and off-going nurses. The dr was informed and the drip discontinued. The antifree flow valve on the tubing had been removed. The conclusion reached by the customer was that "if the latch wasn't pushed, free flow is possible." No further info was available.